Event description:
It was reported that this implantable pacemaker intrinsic amplitude is out of range on the right atrial (ra) lead. The right atrial automatic threshold (raat) test showed undersensing of the atrial signals. The atrial sensitivity is on automatic gain control (agc) at 0.25mv (millivolts). It was recommended to review programming for the atrial sensitivity. The battery longevity is normal and lead measurements are stable. At this time, the device and lead remain in service. No adverse patient effects were reported.